Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed the patient¿s implantable cardiac monitor (icm) had false pause episodes due to under-sensing and loss of contact. The clinic will continue to monitor the patient. No patient symptoms or intervention was reported.

Manufacturer narrative:
The reported complaint of false pause was confirmed. The false detection was likely due to r wave amplitude change associated with body posture transition. It is not due to loss of contact.